Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a heart block av. During the procedure, the patient went into heart block. They reported there were no visible signs on the patient during ablation. They stated 2 lesions were performed and each lasted about 40 seconds. About 3 minutes after ablation, the patient went into heart block about 1 cm away from the his bundle. The heart block was confirmed using the catheter electrograms. The medical intervention provided included implanting a temporary pacemaker. The patient was reported to be in stable condition. The physician believes the injury was due to the patient¿s own physiology. Additional information was received. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the patient intrinsic conduction. Temporary pacemaker was placed. Outcome of the adverse event was fully recovered (no residual effects). Patient stayed overnight for observation.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30960914l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).